Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was experiencing intermittent power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: there were unexplainable pump reboots observed in the black box history on 03/03/2014. The pump powered on with the returned battery cap. The battery cap was able to fully tighten and a power loss was not observed. The battery cap measured within specification. There was a crack in the battery compartment. The pump was exercised for 24 hours with loss of power or call service alarms duplicated. There was no evidence of moisture or loose components observed inside the pump when the case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.